Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens haptic tore upon insertion into the eye. The insertion was enlarged and the lens was cut into pieces to remove the lens from the eye and a suture was required to close the wound.